Event description:
Dobhoff feeding tube - instructions for use printed on the package describe the "activation" of a hydromer but does not explain how to activate or why. Further information would be helpful (it is activated using water when stylets are difficult to remove). - 2 ports are prone to mis-use, unclear why a 1-port product cannot be available. Side port is not the primary port but can be used as the primary port allowing for mis-use of device and foreign objects (stylets) left in situ during use of the feeding tube. Stylet cap color, port connection color and port caps are all the same color. It is difficult to identify one from the other sometimes - different color would be helpful for the external extruded plastic portions of the device small changes would make a significant difference to patient safety. (B)(6).